Event description:
(B)(4). Initial info was received from reporter, identified as a holistic healthcare professional, nos, on 28-jul-2008. The reporter stated she has a female pt who received injectable poly-l-lactic acid (sculptra), which was provided on an unspecified date, "over a year" prior to the report; the pt experienced "bumps" from injectable poly-l-lactic acid treatment; (onset of event not specified.) She reported that the pt was very unhappy with the product, and that the poly-l-lactic acid "did not work out well for her." Lot number/expiration date not specified. No further medical info was reported. Additional info for sculptra (lot # and exp date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable.